Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system controller was hard to read. The lights were noted to not be as bright as usual and the self-test sounds were muffled. The self-test was noted to not go off the first time. The system controller was exchanged with no issues.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Section d6a: date of implant should not have been included in the previous report. Manufacturer's investigation conclusion: the reported event of the system controller's screen being difficult to read was confirmed, however the reported event of muffled self test sounds and self test issues was unable to be confirmed. The system controller ((B)(6)) was returned for testing and the system controller was observed to have a green substance on its backup battery ribbon cable. The system controller underwent testing and passed all steps. The system controller¿s housing was opened to inspect the system controller at a component level. Fluid ingress was observed throughout the system controller¿s interior, affecting its main printed circuit board (pcb), liquid crystal display (lcd) pcb, and speaker assemblies. The cause of the screen¿s discoloration was determined to have been due to the fluid within the controller, as the lcd screen was affected. A decibel meter was placed 10 centimeters (cm) from controller. Each speaker was observed to exceed the minimum design specification of 85 decibels (db). No further testing was performed. The downloaded log files revealed routine events. The driveline was disconnected on (B)(6) 2025, 15:09:23, consistent with the reported system controller exchange. There were no other notable alarms. Pump operation was not affected. A root cause for the discolored display was determined to be fluid ingress; however, a root cause for the self test initiation issue and muffled sounds was unable to be conclusively determined. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.